Event description:
(B)(4). My device was not provided by my insurer (I had to pay (B)(6) for this procedure). The 1st procedure did not take so I had to return 3 months later to do it again - my doctor left 3 coils in me after the second procedure. My lot # ess305 (B)(4). I was diagnosed with an autoimmune disease, I was suffering with memory loss, fatigue, sharp pains, extremely heavy bleeding with clots, exhaustion, painful intercourse, hair loss and bloating.